Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was defective because the battery lasted for only two years. Caller says she knows they are supposed to last minimum 4.5 years. Patient had the same ins model number before but this one did not last very long. It was reported that before the ins died, the health care provider (hcp) checked the battery and told the patient they had more than a year remaining. It was stated that the patient has not increased the settings at all. Ins suddenly died in (B)(6) 2019. It took a few days to get the patient in for a replacement surgery. Caller says her concern was that not only did the patient have to go through an emergency surgery but his insurance charged him 20% of the cost which is significant had it lasted as it was supposed to . Also, because it was not being able to be planned, patient ended up having to do a care facility for 30 days to having to walk again because patient had to sit for days where he could not do anything. Caller says she thinks patient should get a free battery or should be reimbursed. It was reviewed for the caller that the hcp can send it back for analysis. Caller does not think the surgeon sent it for analysis. Warranty was reviewed and was redirected to the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause was not known. The patient said the hospital discarded the device.